Manufacturer narrative:
Report date: 05/07/2019. Manufacture date: 05/15/2019. The field service engineer replaced the touchscreen to correct touch screen issue. Failure analysis on the returned touch screen shows that the ul_lr and ur_ll resistance were out of spec and resistance ratio ul_lr/ ur_ll were out of spec. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2019. On (B)(4) 2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the touchscreen was not responding correctly. The unit would not calibrate. There was no patient involvement. Event date not specified; estimate used.